Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were administered to lower the bg to 187 mg/dl. The customer performed a pump system check. The cartridge and infusion set tubing were found to be functioning as expected. The customer removed the cannula but did not know if it was damaged. The customer changed the supplies and insulin delivery was resumed.